Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for a 75-year-old female patient. The following results were provided: on (B)(6) ,2025 sid (B)(6), 4.0 ng/l 18:22. On (B)(6) 2025, sid (B)(6), 133.1 ng/l 19:25, repeated on 07oct2025 4.5 ng/l 11:40. On (B)(6) 2025, sid (B)(6), 4.0 ng/l 01:51. Normal range <14.0 ng/l no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 patient identifier is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for a 75-year-old female patient. The following results were provided: 06oct2025 sid (B)(6) 4.0 ng/l 18:22. 06oct2025 sid (B)(6) 133.1 ng/l 19:25, repeated on 07oct2025 4.5 ng/l 11:40. 07oct2025 sid (B)(6) 4.0 ng/l 01:51. Normal range <14.0 ng/l no impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I stat high sensitivity troponin-I reagent lot 76532ud00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 76532ud00. All specifications were met indicating that the lot is performing acceptably. Device history review did not identify issues associated with the customer¿s observation. Labeling review concludes that the issue is adequately addressed. Based on our investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitivity troponin-I reagent, lot number 76532ud00.